Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.

Event description:
The patient experienced an adverse event while the follow app of their guardian was not receiving alarms. Date of event is an approximation. The pediatric patient experienced an adverse event, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The reporter stated that the day of the event there was an issue with the follow app, and that they were not receiving any alarms. The main app the patient was using worked as intended, but the reporter stated that the patient is highly dependent on their guardian to control their diabetes, even though they do have control of their own mobile device. The patient collapsed due to weakness because of hypoglycemia but was conscious all the time. The lowest known cgm (continuous glucose monitor) reading before collapsing was 2.9 mmol/l. The patient ¿responded¿ by eating sugar and only stopped when they got nauseous. The patient was brought to the hospital with an ambulance, and even though they were not sure about the treatment entirely, the patient received tablets for nausea, and when ketones were measured the reading for this was 0.3 mmol/l. The patient was in the hospital for a total of 4 hours, and at the time of the report the patient was stable. No data was returned for the alleged date of incident on 06/20/2024. Without performance data to investigate, the reported complaint remains unconfirmed, and the root cause could not be determined. However, as the incident details suggest that the patient experienced hyperglycemia after self-treating with sugar based on the cgm alert, we have determined that inaccurate cgm readings are a possible failure mode associated with the event. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.